Event description:
It was reported that the patient with this implantable pacemaker device experienced heart rate dropped to 30 beats per minute (bpm) according to monitor. Boston scientific technical services (ts) stated that the device functioning as programmed. This device remains in service. No adverse patient effects were reported. Additional information indicated that patient had a colonoscopy and health care professional (hcp) noted a brief rate drop to 35 beats per minute (bpm). Boston scientific technical services (ts) discussed that the caused of the pause is unknown as there was no magnet used and cautery was not involved. Also, loss of capture (loc) was noted during procedure, and a cold snare was used. The device check was good and no programming was performed.